Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5082 non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 4.0mm x 220mm x 150cm coyote balloon catheter. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured at the middle portion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5082 non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 4.0mm x 220mm x 150cm coyote balloon catheter. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured at the middle portion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 57mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.